Event description:
We were informed on november 24, 2024, about an event regarding an unverified patient with unknown deep brain stimulation (dbs) leads. These are devices not manufactured by (B)(6). Please note the information below was provided to (B)(6) regarding the devices and the reported event: the unverified patient reported that approximately four years ago his dbs leads eroded through his neck. No other information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).